Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this pacemaker exhibited oversensing due to noise on the right ventricular (rv) channel which was stored as ventricular tachycardia (vt) events. It was reported that the patient had no underlying rhythm and the heart rate went down to 40 bpm. Impedance measurements were within range and stable. Also, the battery status was showing 1.5 years remaining before but then it showed less than 6 months remaining after two months. The patient was set on automatic capture (ac) for pacing threshold and an increase in threshold from 1.7v to 5v within two months was noted. Boston scientific technical services (ts) discussed ways on troubleshooting and the possible causes of the issue. Attempts to obtain additional information were unsuccessful. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device was explanted for an unknown reason and was returned for testing twenty-one months after the initial observations were reported. The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.